Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a rib fracture surgery, when compressing the rbl2320, low profile primary guide using a power handpiece, the rbl2320, low profile primary guide broke. The broken piece was retrieved from the patient. It was reported a backup rbl2320 was used to complete the surgery. The surgery was prolonged by 10 minutes, and there were no adverse patient consequences.